Event description:
Pt was undergoing a thoracotomy with wedge resection. After the pulmonary vein was divided with the endovascular stapler, catastrophic bleeding occurred. Ultimately the bleeding was controlled and volume resuscitation continued. It is unclear to the surgeon whether the device used did not deploy the staples correctly. Discussions were held with product rep.